Manufacturer narrative:
Device returned to manufacturer on 16-oct-2023. Received two (2) used 14687-15 primary plum sets for inspection. A stickdown was observed on the secondary port of the cassette clave on the second sample. No other damages or anomalies noted. Each set was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. A piggyback infusion was infused on the second set and there was no errors or alarms. There was leakage from the secondary port clave. The reported complaint of an alarm was unable to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The incident involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The reporter stated that the set caused the pump to always show a n185 (proximal occlusion) alarm. The events occurred during infusion of normal saline. There were no obvious defects noted on the tubing set. The tubing was replaced and therapy resumed. There was no issue on the pump and it works fine with other sets. The products were stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition. There was patient involvement and no patient harm.- this is the first of two reports.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received. Additional contact: (B)(6).